Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 400 mg/dl. The customer stated that they were experience symptoms of vomiting. The customer was admitted to hospital. The customer stated that she was switching from insulin pump to needles. The customer was hospitalized for 4 days and received IV fluids and released once stable. The customer declined to troubleshoot high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.